Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not charge and error message code "error 44" was displayed on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.